Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula was completely separated from the shaft, there was no damage to the cannula and no other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the accessory's weld found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the clinical sales representative (csr) noted that the single site curved cannula part came out of the housing/bucket and the weld of the glue came apart. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.